Event description:
Information received from the field does not address the patient's clinical status but notes that the device was not delivering the appropriate output voltage for the programmed settings.